Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 500 mg/dl and treated with syringe. Current blood glucose was 395 mg/dl and treated with bolus through the insulin pump. Customer reported that he changed the site and blood glucose went high. The customer reported that tubing was broken in half and declined troubleshoot for high blood glucose. The customer reported that tubing may bent due to bending while in the bed. The insulin pump will not be returned for analysis.